Event description:
Additional information indicates that this brady lead was surgically abandoned due to high thresholds. New lead was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).